Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of gastrointestinal infection, urinary tract infection (uti), and peritonitis in a patient coincident with dianeal 2.5% singlebag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call, the following was reported. On an unreported date, the patient experienced a gastrointestinal infection and a uti. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was due to the gastrointestinal infection and the uti. On an unreported date, the patient was treated with maxipime for peritonitis. It was unknown if the patient recovered from the events. An opinion of causality was not reported for the events of the gastrointestinal infection and uti. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, additional information was received by global pharmacovigilance (gpv) from a baxter employed healthcare professional. On an unreported date, the patient recovered from the event of peritonitis. It was still unknown if the patient recovered from the gastrointestinal infection and uti. Should relevant additional information become available, a follow-up report will be submitted.